Event description:
The user facility reported that the device overheated. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported. Patient involvement was not reported at this time.

Event description:
The user facility reported that the device overheated. There were no adverse consequences, no medical intervention and no surgical delay.

Manufacturer narrative:
Corrected data: b5. Follow-up report submitted to document device evaluation results.